Manufacturer narrative:
Additional information: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. In a separate visit the lens was explanted and a replacement lens of the same size but different power was implanted. The cause is reported as user error. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted. D6b- (B)(6) 2023. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim#: (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens (icl) was removed and replaced for an unspecified reason. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.